Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2011, and the patient was reimplanted with another device on (B)(6) 2011. This report is filed (B)(4) 2012.

Event description:
Per the clinic, the patient developed an infection at the implant site. The infection was treated with antibiotics (type not reported) but this did not resolve the problem. The device was explanted (date not reported) and the patient was reimplanted with a new device on the contralateral side during the same surgery.